Event description:
Device 2 of 2. Please see mfg report #1627487-2010-02406 for the device 1. In (B)(6) 2009, the pt was implanted with an scs system. On (B)(6)2010, it was reported that the pt developed a rash. It is unk if the rash is product related. The pt was administered an allergy test. The results are unk. No product will be explanted at this time.

Manufacturer narrative:
Evaluation results: - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.